Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 9 months. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low flow alarms and pump stoppages occurred during power module support. The patient was asymptomatic. Exchanging the system controller did not resolve the issue. An external percutaneous lead (driveline) evaluation was performed by the manufacturer¿s technical services representative on (B)(6) 2017. It was reported that there was no trauma to the driveline previously and none was visually evident. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements, with either an ungrounded or grounded patient cable. The patient was provided a non-grounded patient cable for use with the power module, and will be frequently monitored. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages and low flow alarms was confirmed based upon the submitted system controller log files. Multiple low speed, low flow, and pump stoppage events were captured throughout the duration of the log files. Based on the manufacturer's complaint history and similarly reported events, the events captured in the log files could have been potentially consistent with a compromised wire in the percutaneous lead; however, a specific cause for the events could not be conclusively determined. The patient remains ongoing on pump support using an ungrounded patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.